Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and the reported single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) appear to be due to patient anatomy. It is likely that the thin and tethered leaflet pathology contributed to the reported slda. The recurrent mr appears to be a cascading effect of the sdla as the patients mr had increased to grade 4. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr) requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mr with a grade of 4+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2019, a transesophageal echocardiography (tee) was performed which noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment / slda) and the mr had increased to 4. In the physicians opinion, the slda was suspected to be due to the thin and tethered leaflet pathology. On (B)(6) 2019, a second procedure was performed. One clip was implanted to stabilize the slda clip; however, the mr remained at 4+. No further clips were attempted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.